Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the safe-clip has been found experiencing inability to clip during use. The following has been provided by the initial reporter: the mother of the patient states that since may (date not exact), the needle cutter is damaged, says that the eye to introduce the needle is covered and not cut

Manufacturer narrative:
H.3. Level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 6th related complaint for not clipping (cutter blocked) on lot # 7177532. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. According with the DHR review information attached (see attached file), the problem ¿no clipping¿,¿ cutter blocked¿ and ¿difficult or unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h.10.

Event description:
It has been reported that the safe-clip has been found experiencing inability to clip during use. The following has been provided by the initial reporter: the mother of the patient states that since may (date not exact), the needle cutter is damaged, says that the eye to introduce the needle is covered and not cut.